Event description:
A (B)(6) female pt contacted zoll customer support for an unrelated issue. During servicing, a reportable problem was discovered. The monitor failed the incoming pulse test.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. During incoming testing, the monitor delivered one 115.1j pulse and four normal 150j pulses. The cause for the test failure is the low pulse energy of the first pulse delivery. The cause of the low pulse energy is an intermittent connection on modification 2 (mod2). Mod2 is a modification on the output of the mux (analog signal multiplexer) which eliminates noise and erroneous measurements. The root cause of the intermittent connection could not be positively identified. No adverse event resulted from the intermittent connection. The pt received a replacement charger/modem.